Event description:
Pt states she had infusion issues with xembify last night. Pt states she did first 25 ml, but it went much slower than normal. Once she inserted the second syringe (50 ml) it stopped completely with about 29 ml left to infuse. Pt checked sites, tubing, pump. She tried to manual push but got too much resistance. Pt states she was infusing 6 sites into the right outer thigh and the last time she had an issue with the right leg specifically. Pt missed about 4 gm of her dose. Xembify indication: other dermatomyositis without myopathy, other specified systemic involvement of connective tissue, and other dermatomyositis with respiratory involvement. Pharmacy did not replace device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.